Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female pt contacted a zoll customer support to report that the pt was treated while at there facility. The nurse reported that the facility was monitoring the pt at the time and the pt was in svt at the time. The pt was conscious but was unable to respond in time to delay the treatment. The facility removed the vest after the treatment. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 155 bpm contributed to the false detection. The response buttons were not used during the entire event. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device MFR date: monitor sn (B)(4) : 02/2010; electrode belt sn (B)(4): 04/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.